Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow post a merlin.net transmission. The merlin.net transmission on (B)(6) 2017 stated that the battery longevity was 11 months with a voltage of 2.3. The patient's previous interrogation in june 2017 showed 2.2 years. On dec 6, 2017, the programmer showed longevity of 1.5 years with a voltage of 2.54. Abbott technical services reviewed the session records and indicated that the programmer had incorrect measurement. The battery appeared to be normal and the estimated time left on the device was 12-16 months. No intervention has been done as the device remains implanted and will be monitored. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Correction: the manufacturing date should have been 05/22/2009 rather than 05/20/2009.

Event description:
New information received states that the device was explanted due to varying longevity calculations. The patient was stable. No further information is available at time.

Manufacturer narrative:
The reported event of premature depletion could not be confirmed. The device was not returned for analysis; however, the device image and session records were provided for review by technical services. A longevity calculation was performed with the provided records and found the battery depletion was normal based on the device usage. The cause of the reported event remains unknown.